Manufacturer narrative:
H10 h3,h6: four 72202468 fast-fix 360 curved needle delivery system devices used for treatment, were returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. These 4 were initially identified as (B)(4). There were three related complaints found. They were all returned inside one shelf carton and will be evaluated together. T1, t2 or suture were not returned on any device. None of the delivery needles showed obvious damage. The depth limiter was attached to all. The devices cycled and actuated as expected. Per IFU (B)(4): ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated similar allegation for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution.

Manufacturer narrative:
H10: d4: lot number added expiration date added. H4: device manufacture date added.

Event description:
It was reported that, during a knee arthroscopy, the t2 implant of the fast-fix 360 curved needle could not be deployed. It is unknown if a back-up device was available or if there was a delay in the scheduled surgery. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.